Event description:
The affiliate reported the customer alleged elevated troponin I (accutni) results, within the risk stratification range, for one pt, involving unicel dxc 600i synchron access clinical system. Subsequent testing on an alternate access 2 immunoassay system and an alternate methodology produced negative results. The elevated results were released out of the laboratory. An amended report was issued to the hospital. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.